Event description:
Responded to a call with pt. Family stated that pt woke up complaining of chest pain. Pt sat on chair and was awake and oriented x 3 before crew arrived. Crew placed pt on stretcher and pt went pulseless and apneic. CPR was started and ventilation. Medic also tried to shock pt with no success. The lifepak 12 monitor stated to connect cable which was already connected. Medic tried again with no success and called for back up monitor. Pt was then shocked 9 times with no change in the pt. Pt was transported to hosp with further treatment and turned over to ER staff.